Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 80% to 15% after being connected to a power source. The battery gauge later displayed 100% after being connected to different charging supplies. The customer's blood glucose (bg) level was 261 (mg/dl) due to the customer forgetting to bolus for breakfast. A correction bolus via the pump was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.